Event description:
The customer reported that after processing an htlv plate on osp bubbles were noticed within the microwells. No error was generated. The package insert for this assay indicates that bubbles in the microelisa strip wells may cause inaccurate microwell readings. Care should be taken to make sure no bubbles are present. Ocd was subsequently informed that a sample tested on the osp resulted in a positive result, which was marked as user invalid due to the observed bubbles. Follow-up manual testing showed the same sample to be negative result.